Manufacturer narrative:
The device was received for evaluation. During functional testing, "pump failed downstream (distal) occlusion sensor test" was not reproduced due to a clean load point #2. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. The ultrasonic sensor requires replacement to address this issue. No component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test. This occurred in the biomed service department. There was no patient involvement. No additional information is available.